Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy using the egia30ctavm egia 30 curved vas med sulu, the staple reload failed to fire. The issue occurred when the reload was placed around tissue and closed in fire mode. Despite the surgeon being able to press the green safety button and squeeze the handle. A new reload was used with the same handle to resolve the issue. There were no consequences or impact to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3 evaluation summary: the customer¿s reported issue could not be confirmed. Although the device was returned for investigation, it was lost at the testing facility. If the product is found or returned for investigation, the file will be re-opened and an additional report sent with the updated investigation results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.